Manufacturer narrative:
.

Event description:
It was reported that wide qrs oversensing were noted via egms, and the patient received inappropriate atp therapy. Patient presented with electrolyte imbalance when admitted to the hospital unrelated to device. Programming changes will be made.